Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged bleeding and/or pseudoaneurysm are related to the activ.a.c.¿ therapy system.

Event description:
On 28-jan-2019, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On 17-apr-2019, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged bleeding and/or pseudoaneurysm are related to the activ.a.c.¿ therapy system. The nurse could not determine if activ.a.c.¿ therapy caused the pseudoaneurysm. The nurse subsequently reported the patient underwent ligation to cease the hemorrhage although the intervention required was noted as a skin graft and discontinuation of kci product. It is unclear if and what medical or surgical intervention was required for the pseudoaneurysm. Device labeling, available in print and online, states: warnings: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ; infection; trauma; radiation; patients without adequate wound hemostasis; patients who have been administered anticoagulants or platelet aggregation inhibitors; patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
On 21-feb-2019, the following information was reported to kci by the patient's spouse: on (B)(6) 2019 the patient was hospitalized with admitting diagnoses of pseudoaneurysm and blood clots. On 20-mar-2019, the following information was reported to kci by the nurse: the patient had a liposarcoma of the left thigh due to a radical resection of tumor. The nurse reported that they are using on top of wound, not in the patient's wound to help with edema. On (B)(6) 2019, the patient's spouse alleged the patient was bleeding. The nurse subsequently observed the patient, removed the dressing, and applied pressure. It was noted there was approximately 300 cc of blood in the canister. The patient was transported to the hospital via ambulance. The patient allegedly reported that the wound care center had changed the activ.a.c.¿ therapy pressure setting to 150 mmhg that week. It was noted that the surgical site was close to the femoral artery, but the foam was not being placed in the wound. It was also noted that the intervention required to prevent worsening of the situation was a surgical procedure listed as skin graft and discontinuation of kci product. The nurse subsequently clarified that upon her arrival the v.a.c.® dressing was in place and the machine was turned off. The patient's wound was not actively bleeding but was allegedly "seeping a little." A dressing was applied, and the patient was transported to the hospital where the patient allegedly required surgery and ligation to cease the bleeding. The nurse could not determine if activ.a.c.¿ therapy did or did not cause the pseudoaneurysm. Per review of kci records, on (B)(6) 2019, the wound care protocol was noted as not performed, and it was noted that "wound vac removed, and dry dressing applied for transport to ER [emergency room] for wound bleeding." The wound care protocol was described as "cleanse the wound with wound cleanser, pat dry. Apply skin prep periwound. Use drape periwound and may use duoderm or stoma paste. Apply white foam to top of wound bed and apply black foam over white foam. Cover with drape and trac pad. Set wound v.a.c.® therapy to 150 mmhg. 'Clinical note' stated that the spouse contacted the home health agency at 1100 for patient bleeding. The patient reportedly stood up in the bathroom and blood allegedly came down the patient's legs. V.a.c.® therapy was reportedly turned off by the spouse, and v.a.c.® therapy was removed. No "pulsing blood" was observed by the nurse, and blood was noted if slight pressure was applied to wound areas. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring is currently pending completion.